Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(6). Same case as 2134265-2011-00384. It was reported that during a coronary artery stenting treatment procedure the patient experienced loss of the first rv marginal side branch. The patient presented with an acute inferior wall myocardial infarction and was treated emergently with thrombolytic therapy. The lesion being treated was located in the right coronary artery. An 0.014 non bsc wire crossed the lesion. Predilattion with a 3.0x20mm apex balloon was performed. The physician then implanted a 3.5x28mm taxus liberte stent and post dilated the lesion to 4.22mm using a quantum apex balloon. "The patient unfortunately did not lose the first rv marginal branch with the initial inflations but there was reconstruction of flow to a level timi 1 to 2 at the conclusion of the case." The patient's pain and ECG were improving at the conclusion of the procedure. The patient tolerated the procedure well with no further complications.

Event description:
It was further reported that the index lesion was 90% stenosed, 4.0x24mm and located in the proximal rca. After treatment residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel.